Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime or compromised forced sensor system test, excessive no delivery test and occlusion test or verify compromised forced sensor system alarm and sensor due to motor error alarm. Insulin pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was not getting any connection with his sensor to his transmitter. The customer's blood glucose was 290 mg/dl. The product was returned for analysis.